Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cpt(B)(4).

Event description:
It was reported that an unknown number of patients experienced cut-out after being implanted a znn cmn nail (exact catalogue number unk) and underwent a revision surgery. Implantation and revision surgery dates are unknown.

Manufacturer narrative:
No further documents were provided and the device was not returned for investigation. The event originate from a journal article. Possible causes for the reported event according to sap dfmea. Cut out proximal femur nail/lag screw due to wrong surgical procedure. Cut out proximal femur nail/lag screw due to off-label use, e. G., misuse by surgeon. Cut out proximal femur nail/lag due to inadequate pt counseling info. Based on the given info and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's ref number of this file is (B)(4).